Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the controller gave an error message upon connecting the wand. The unit was powered off and back on, however, it produced the same error code. The surgeon opted to complete the procedure using a competitive device. There was no significant delays of pt complications reported as a result of this event.